Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received intermittent power source alerts after plugging the pump into a wall outlet. Subsequently, the battery gauge was noted to be fluctuating intermittently which resulted in the pump shutting down. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged and reported that the pump had powered on and the power source alert had not reoccurred after charging the pump. The customer¿s blood glucose was 223mg/dl. Reportedly the customer continued to use the pump for insulin therapy.